Event description:
It was reported the customer wanted the insulin pump replaced after being hospitalized for diabetic ketoacidosis. Customer's blood glucose was 600 mg/dl. Customer's symptoms were vomiting and weakness. Customer was taken of the device because doctor attempted to put it back on and blood glucose went up again. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No air bubbles noted. Manual prime was performed on the device and insulin did exit. Customer reported a leak from the bottom of the reservoir. Settings were reviewed and were correct. Customer declined doing the high pressure test and changing out set, due to customer not having another infusion set. Customer was advised to monitor the device and blood glucose was going down. No further information reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. The device passed functional test including prime test, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Moisture damage was noted on lcd board. Dried insulin noted on the motor slide.